Event description:
It was reported that the pt experienced compression where the lead was placed and had motor deficiencies in the lower extremities. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).